Manufacturer narrative:
(B)(4). Incident originally submitted on (B)(6) 2016 under medwatch report # 1219930-2016-00771. (B)(4).

Event description:
According to the reporter: the patient underwent a hernia procedure. The patient had to undergo a reoperation due to a perforated bowel. The surgeon caught the bowel with the tack during the original procedure and did not notice.

Manufacturer narrative:
(B)(4). A safety medical assessment has determined the failure to be due to misuse of the product. The root cause was determined to be the surgeon caught the bowel with the tack. Post market vigilance will continue to monitor this condition for future potential action. Medical safety review.